Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 7.1 cm aneurysm of the descending thoracic aorta. The diameter of the thoracic aorta was 40 mm. The common iliac arteries measured 11 mm in diameter on the left and 8 mm in diameter on the right. It was reported that another MFR's stent graft was implanted and two talent stent grafts were implanted at the proximal and distal ends of the other MFR's stent graft. The CT revealed that there was a proximal type I endoleak of the talent device (MFR 2953200-2009-01542) and a distal type I endoleak of the other talent device. (MFR 2953200-2009-01543) the pt was taken back to the or but the talent device could not be expanded, later determined it was due to the other MFR's stent graft restraining the talent stent grafts. The physician brought the pt back to the or and ballooned the stent grafts however, the endoleak was persistent. It was reported that the following day, the endoleaks had resolved. The delivery system was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine. Films were received and their interpretation has been completed by a consultant physician. Another MFR's grafts were implanted first. The proximally and distally talent devices were placed. Proximally there is excellent placement of the talent device. There is still a small leak in this area as another MFR's graft appears to be preventing the talent device from fully expanding. This is true distally as well. The talent stent graft is brought down to the level of the sma, the other MFR's device appears to be preventing this device from fully expanding and achieving an adequate seal.

Manufacturer narrative:
Secondary intervention. Evaluation results: endoleak, other MFR's device appears to be preventing this device from fully expanding and achieving an adequate seal.